Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 1099.3 mcg/day) and prialt (0.3 mcg/ml at 1.6489 mcg/day) via an implantable infusion pump. It was reported that a motor stall had occurred on (B)(6) 2018 per the pump interrogation logs. The pump was replaced on (B)(6) 2019. There were no environmental, external or patient factors which may have led or contributed to the issue. It was unknown what diagnostics or troubleshooting steps were performed. The issue was considered resolved. No patient symptoms were reported. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found a stall due to wear and/or lubrication and/or corrosion, a stall due to shaft bearing and a stall due to gear wheel three. If information is provided in the future, a supplemental report will be issued.